Event description:
Customer reported a low blood glucose event. Paramedics were called to treat blood glucose reading of 40 mg/dl. Husband found customer passed out on the floor. Customer was treated with glucagon and IV. The current blood glucose reading is 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.